Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that the implantable neurostimulator (ins) and leads were explanted about 3 months after implant. It was reported that the patient decided to have the system removed because it was not working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s system was not working because it did not provide the amount of relief they were hoping for. No further complications were reported or anticipated.